Manufacturer narrative:
B3: event date: (B)(6) 2026. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.